Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 33.3 mmol/l with moderate urinary ketones and symptoms suggestive of hyperglycemia; nausea, vomiting, rapid deep breathing and strong, fruity breath odor. The patient reportedly received treatment above and beyond the usual routine of diabetes management. Emergency medical services were called and the patient received treatment from health care providers at (B)(6) hospital, the details of which were not disclosed. The reporter alleged an issue with the pump's history/settings. On troubleshooting with animas customer technical support, all the total daily dose basal delivery totals were recorded as programmed and the pump was delivering basal rate as it was programmed. Health care provider did not adjust pump settings before or after the alleged physical adverse event. The patient had discontinued insulin pump therapy at the time of the call. This complaint is being reported because the patient reportedly experienced hyperglycemia while on insulin pump therapy due to a history/settings issue with the insulin pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2016 with the following findings: review of the black box data revealed the last basal delivery was recorded (B)(6) 2016 at 10:08. Two call service alarms (¿cs165¿) for exceeded max total daily dose (tdd) limit warning were recorded on (B)(6) 2016 at 21:58. There was no delivery interruption observed. The tdd added up correctly to reflect the user¿s programmed basal rate target. On investigation, ¿ez-prime¿ steps were performed correctly. There was no delivery interruption and no errors, alarms or warning during the investigation. The tdd reflected 24 units delivered after a 24 hour exercise on a 1-unit-per-hour duration test. The pump passed a delivery accuracy test. The insulin pump was determined to be performing within the required specifications without malfunction. Investigation did not duplicate the ¿inaccurate delivery¿ complaint. (B)(4).